Event description:
Customer reported a negative antibody screen on the abs2000 using capture-r ready-screen, lot g145. The pt was tested in 2007 and the antibody screen was negative. The pt was transfused 2 units on the same day, and 2 more units the next day, and had a transfusion reaction - no details were given. The pt is currently in stable condition and is doing well. The pretransfusion sample was re-tested using a gel method 3-cell screen and was 1+ with one cell and 2+ with another cell. This sample was also re-tested on the abs2000 and the antibody screen was negative. Dat was performed using a gel method on both the pre- and post-transfusion samples and both demonstrated 4+ reactivity. Anti-complement testing was performed on the post-transfusion sample and was negative. An antibody ID panel was performed on the post-transfusion sample using a gel method and anti-e was identified. The transfused units were crossmatched using a gel method with the post-transfusion sample and the units were incompatible. Customer states the pt has a warm anti-e autoantibody.

Manufacturer narrative:
The reactivity of the e antigen was confirmed on retention capture-r-ready-screen, lot g145. Pre- and post-transfusion samples were sent for investigation testing. All samples exhibited no reactivity with all reagent red cells when tested with retention lot g145. Performed manual tube testing using e+e+, e-e+ and e+e- reagent red cells, using immuadd as the potentiator. Some pre- and post-transfusion samples exhibited very weak macroscopic and microscopic reactivity with e+e+ and e-e+ reagent red cells and, but were nonreactive with e+e- cells. Some post-transfusion samples were negative. The pt's post-transfusion red cells exhibited a positive dat: 3+s with anti-igg, -c3d; 3+s with anti-igg and negative with anti-c3d, -c3b. The samples were tested on in-house abs2000 instrument with retention, lot g145. Only one post-transfusion sample exhibited positive reactivity with cell IV, the remaining samples were nonreactive on abs2000. Performed phenotypings on pretransfusion samples. The dat positive red cells were ega treated and typed as c+e-c+e+; fy(a+b+); jk(a+b+); s-s+.